Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and registered presses without user interaction. In addition, it was reported the customer delivered a bolus for food consumed, however, did not end up eating the complete amount of food bolused for. Subsequently, customer¿s blood glucose level was ¿low¿, however, a specific bg value was not provided. Customer consumed carbohydrates to address the low bg and continued to use the pump for insulin therapy.